Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in a vertical form at 6atm within 5 seconds. The device was removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was good after the procedure.